Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported half the box of tampons had petals that were partially open. She was scratched while inserting one tampon and developed pain. The rest of the tampons were not used. No further information has been received.